Event description:
The user facility reported the unit was leaking water. The water spread out from under the washer, but did not make it past the conveyors system. No procedural delays or cancellations have been reported. No property damage was reported.

Manufacturer narrative:
A steris service technician inspected the unit, and found the dryer piston valve to be broken. The unit was repaired, tested, found to be operational and returned to service.